Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The date of manufacture (h4) is not available for this device. Based on the results of the investigation, a definitive root cause could not be established as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. Per the technical assistance center (tac) communication with the customer, tac advised customer to return the device for repair, however, customer declined the return . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, the maintenance unit switch cover was missing, exposing the bulb inside. The issue was found during maintenance. There were no reports of patient harm.